Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found a portion of the liner to be missing. The liner is heavily mangled on one side. The damage appears to be cause from an attempt to remove the liner from the shell. The ring was assembled with the shell at the time of return. The ring was removed from the shell by hand. Dimensional analysis of the ring found the height and width to conform to print tolerances. Dimensional analysis of the head found the groove width and diameter to conform to print tolerances. Cmm analysis found inside spherical radius and radius location to meet specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown, unknown shell, unknown report source ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10773.

Event description:
It was reported that the liner would not seat in the shell. The procedure was completed with a backup product. Attempts have been made and additional information on the reported event is unavailable.